Event description:
It was reported by service report that the customer alleged that the mx-pro would not lock into the height positions. This was not confirmed in the inspection by the service tech. No pt involvement or adverse consequences are reported.